Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Received one (1) bone lesion biopsy needle from bone lesion tray 9464-vc-006, oncontrol coaxial biopsy tray 11/13 ga for investigation. Upon receipt the biopsy needle was visually inspected for any signs of misuse/abuse/damage. The complaint has been confirmed. Magnified visual inspection clearly reveals the needle was broken off. Based on visual analysis, the needle was "twisted" off. The complaint has been confirmed. The complaint has been confirmed. However, the lack of documented detail and/or pictures of the incident prevents a definitive root cause assignment. No corrective/preventative actions will be assigned. The complaint has been confirmed. Close up photos reveal the twisted metal end of the lesion biopsy needle. Obviously, the biopsy needle was in a very hard matter, but whether or not the proper needle retrieval technique was practiced, or if the correct manual needle removal technique to remove a needle was executed cannot be determined. The complaint has been confirmed, however a definitive root cause cannot be established.

Event description:
It was reported that the device broke but did not remain in bone. More radiation dose and procedure time but once broken piece removed biopsy completed successfully. No patient harm.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device broke but did not remain in bone. More radiation dose and procedure time but once broken piece removed biopsy completed successfully. No patient harm.